Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During implant, the lead exhibited noise when tested through the pacing system analyzer. Another pacing system analyzer was used and the lead noise was still present. The lead was removed and replaced. The patient was stable throughout the procedure and after.

Manufacturer narrative:
Analysis was normal. No anomalies were found.